Event description:
In 1995, patient had coronary artery bypass surgery. During post-op recuperation, pt. Had an episode of ventricular fibrillation. Pt. Had defibrillator implanted 10/23/95. On 2/6/97, pt. Had transformal interbody fusion l3-l5. On 2/8/97, patient thought to have endocarditis due to previous insertion of defibrillator (patient had oral surgery for dental alosus prior to his hospital admission and did not receive sbe prophylaxis.) On 2/14/97 pt. Had explantation of co pulse generator and rate sensing lead. The explant of the defibrillator lead could not be performed. Patient was transfered to another facility for laser lead extracting system.